Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a lung resection procedure on (B)(6) 2013 and suture was used. When the needle was taken out of the package with the needle holder, the suture came away from the needle. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a short insertion.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria